Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing poor coupling, only 2 coupling bars, while the caller was on the phone she got 0. Caller tried repositioning the antenna and antenna dial. They attempted antenna locate but this did not resolve the issue. They were getting the 46-66 antenna locate range. Caller tried again and was only able to get 2 bars. The ins is possibly flipped and it was recommended to get an x-ray. Caller stated the patient told the caller that she lays on her left side (the ins is placed on the right) and it feels like she is squashing it, like it flips. No symptoms reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the doctor was contacted and advised that an x-ray is recommended. They have not given feedback to as if this was done. It was not confirmed that the ins was flipped and the cause was unknown. They don't have any information if it was resolved. This information was not confirmed with the physician as they don't cover the account any longer.